Manufacturer narrative:
The device generated an 0x69 hazard alarm indicating occlusion during runtime (threshold exceeded at end of bolus). No damages or defects were found within the device that would contribute to the occlusion alarm. The exact cause of the reported alarm could not be determined. Fluid diverted from the fluid path through a tear in the exposed portion of the soft cannula. It could not be determined how or when this tear occurred.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The patient also reported that the pod had a hazard alarm during operation.